Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple higher than expected readings on their blood glucose meter throughout the day and evening. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention. During the call into customer support, it was revealed that the consumer did not have any control solution for testing her test strips before use as instructed in our directions for use. The meter and test strips will be returned for eval.

Manufacturer narrative:
Test strip lot # 1020213212, expiration date: 7/2015. Nova max test strip - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.